Manufacturer narrative:
Additional narrative: initial reporter is a synthes employee. Part 319.006, lot h786312: release to warehouse date: december 15, 2019. Supplier: (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: upon visual inspection it was noticed that the needle component is bent at the proximal end. Dimensional inspection was performed and the relevant dimensions were found to be conforming. The relevant drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the needle component is bent. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set on an unknown date, the depth gauge for 2.0mm and 2.4mm screws was observed bent. There were no patient and surgical involvement. This report is for a depth gauge. This is report 1 of 1 for (B)(4).